Event description:
Customer reported that each time the freestyle navigator sensor is removed there are "little blisters, redness, tingling, itching and constant pain" on the skin where the fs navigator adhesive was applied. Customer also noticed a "red mark" where the sensor was inserted. Paramedics were called and it was reported the "doctor prescribed a prescription medication" diprosone 0.05% (a cortisone based ointment). Customer denied self-treating. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the issue. It should be noted: the date of birth, weight and gender of this customer is unknown. (B)(4).